Event description:
When reviewing device results, customer alleged memory discrepancies for two devices. Additional results were noted in the logbook and diary. Both devices display duplicate results four different days. Device results 132, 133, 155, and 141 mg/dl were not found in one device. No additional tests were done. No controls were used. A request for return product was made and replacement product was sent.